Manufacturer narrative:
(B)(4).

Event description:
It was reported during unpacking that the package was found to be damaged. The runway guide catheter package was found to be damaged and looked like it had been cut. The device was not used. As there was no pt involvement, no pt complications occurred.